Event description:
Covidien, formerly tyco healthcare, received a report from a biomedical engineer that the unit did not provide an audible tone.

Manufacturer narrative:
The customer has isolated the problem to the main pcb. The unit was requested back for eval; however, the customer is not returning at this time. A mfg CAPA was initiated to investigate the reported complaint.